Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the battery section of the unit was hot to the touch and battery life will only last for few minutes. The unit would resume regular battery life once the battery has cooled down. It was also stated there was no visible evidence of smoke or fire. Additional information received mentioned the unit only lasted two minutes after a full night charge. No error messages was observed. There was no known patient impact or consequences.